Manufacturer narrative:
The customer declined service. No further information is available regarding the resolution of the reported issue. No report of patient involvement.

Event description:
#18 the hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.